Event description:
Surgeon was trying to harvest saphenous vein. The vasoview hemopro unit / cut function was not working properly and the hand-piece malfunctioned. The equipment was removed from the procedure and a new piece of the same equipment was brought in and used to finish the procedure. No delay or harm to the pt. FDA safety report ID # (B)(4).